Manufacturer narrative:
Additional information: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition due to reload set. Device was not able to be sent to flow accuracy testing due to a constant "reload set!" . The event history log review was performed. The condition of the IV set, IV bag, and set up are unknown. An event occurrence date was not provided. No further conclusions could be drawn from the ehl review at this time. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation determined that the pressure plate assembly required adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test. This occurred during an unpecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition due to reload set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.